Event description:
The customer reported blue clenz cleaning solution leaked under the instrument involving the coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the instrument leaked on the right side and the tubing through pinch valve pv38 had a hole. The fse replaced the tubing and discovered the vacuum trap was not properly attached. The fse removed, cleaned, and reattached the vacuum trap. The fse noticed the mixing chamber had buildup on the inside and replaced the mixing chamber. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. (B)(4).